Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was found to be peeling and lifting along the length of the cover exposing all the button contacts. On testing, all the buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The audio bolus button cover had a hole in it. The audio bolus button was hard to press, but was functional. The display screen was found to be dim and faded. The battery compartment was noted to be cracked.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: unresponsive keypad buttons with keypad and button cover damage, contamination of the button contacts, a dim and discolored display screen and a cracked battery compartment.